Event description:
Pt admitted with shortness of breath, cardiomyopathy. Md. Felt upgrade from vvi pacer to dddr with help of pt's symptoms atrial and ventricular wires inserted. Despite 0.2v threshold was failure to pace. Programmed ddd at 75v/1-5ms. Pt returned to cath lab - new v lead capped off and old v lead used. Pt capturing in ventricle with a threshold of 1.0 mv and 0.3 ms.